Event description:
Device #1 malfunction: marker lumen blockage. Time of malfunction: during procedure. Symptoms/ae: failure to achieve hemostasis. The following events were noted through a periodic article review. A retrospective review was undertaken at a single institution between 1996 and 2008. The purpose of the review was to document various endovascular treatment options in the management of the inadvertent puncture of subclavian arteries during central catheter placement. In one patient, a perclose device was advanced over the guide wire; however, proper blood backflow from the side port was not achieved. The device was removed and an attempt was made using a second perclose; however, the device also failed to seal the arteriotomy due to "the distance from the skin to the arteriotomy site was too long." A non-abbott stent was deployed and after post-dilatation, the subclavian arteriotomy site was unsuccessfully excluded. Clinical follow-up 3 months later revealed that the patient was doing well.

Manufacturer narrative:
This report involves a study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device. Ulku c. Turba, md, et al; "management of subclavian arterial injuries following inadvertent arterial puncture during central venous catheter placement", published j vasc interv radio 2009;20:396-402. Perclose device #2 - perclose (part/lot # unk), is being filed under a separate medwatch report.